Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device trigger had limited trigger movement range, would not reverse and the trigger was sticky. The device also failed pretests for check for sticky triggers and check forward (fwd) / reverse (rev) direction modes function. The assignable root cause was traced to component failure due to faulty parts.

Event description:
It was reported that during an unspecified surgical procedure, it was determined that the unium device was reversing very slowly (almost crawling). During in-house engineering evaluation, it was determined that the trigger had limited trigger movement range, would not reverse and the trigger was sticky. The device also failed pretests for check for sticky triggers and check forward (fwd) / reverse (rev) direction modes function. There was patient involvement. There were no delays to the surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.